Event description:
The device was used during a colostomy. It was reported by the rep small fistula after stapling. Fistula was closed. There was no consequence to the pt.

Manufacturer narrative:
D5,6;h3,4,6;g4: added additional info. D6; device returned with no lot ID. Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed staples as designed around the entire staple ring with no difficulties noted. Mfg and engineering have been notified of the reported incident.